Event description:
Caller reported damage to the pump housing and usb port. There was no adverse impact to the customer¿s blood glucose level. The customer was sent a replacement pump after cts approved the replacement based on images received. Additionally, cts provided instructions for placing the pump into storage mode and steps for returning the damaged pump, which the caller understood and acknowledged. Customer will continue to use current pump for insulin delivery.